Event description:
It was reported that the pt underwent a single level posterior lateral fusion at l2-3. Sometime post op, it was discovered that a screw was broken. A revision was done due to pseudoarthrosis and to remove the broken screw. No further pt complications have been reported.

Manufacturer narrative:
(B)(4) (pseudoarthrosis): the device was returned for eval. Macroscopic exam confirms the bone screw is broken; microscopic exam reveals a fairly flat fracture surface with progressive striations, indicative of fatigue. Lower portion of bone screw reveals extensive surface damage, typical of surgical extraction from bone, possibly utilizing trephine. A review of the device history records did not identify any applicable nonconformance to specification.